Manufacturer narrative:
MFR dates for all devices: unk.

Event description:
Indication of procedure: acute pocket infection. Procedure: this was a left-sided procedure performed in the ep lab. The md prepped the cardiac leads (x3) with a lld and lased with a 16f sls. The removal of all 3 cardiac leads (rv, lv, ra) was successful. The pt's blood pressure gradually declined post-operatively (began 126 and fell to 50). Immediately a code was called, began CPR and blood products were hung. It was determined the pt developed cardiac tamponade following lead removal, thus resulting in hypotension. CT surgeon performed a cardiocentesis and placed a pericardial drainage bag with only minimal drainage. Device analysis: devices were disposed of by the hospital staff during the code. There was no reports of devices malfunctions or indications from the md that spnc devices caused harm to the pt. Pt outcome: the pt stabilized (bp = 120) and was then transferred to the ICU and monitored overnight.